Manufacturer narrative:
Evaluation of the locatable guide found that the tip was not secured during construction of the device. An internal corrective action has been initiated.

Event description:
Site reported the tip of the catheter detached during preparation of a superdimension procedure. Issue happened prior to the tip entering the patient. There was no injury, death or other serious adverse event.